Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the nurse reported that universal surgical manipulator (usm) 1 had to be disabled after a non-recoverable fault. Prior to calling technical support, the customer power cycled the system with no resolve. The technical service engineer (tse) viewed the system logs and confirmed arm net 1 errors. The customer tried the emergency power off (epo) and cycling the patient side cart (psc) breaker switch, but the issue persisted. The customer would not use the robot again until the issue is resolved. The procedure was completing as planned with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj) and flex 1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive the psuj involved with this complaint to perform failure analysis. The psuj was returned for failure analysis due to encoder error 1123 failed to read call data from dual magnetic encoder (dme). The error was confirmed in the field via the logs and was replicated in house. The psuj failed electrical erasable programmable read-only memory (eeprom) check. The axes controller setup (acu), fiber, constant force spring (cfs) rebuilt, and both wire harness will be replaced as a fix. The complaint was based on failure analysis. Isi did receive the flex 1 involved with this complaint to perform failure analysis. The reported failure could not be replicated; however, the error/fault was confirmed via the field logs. The logs showed the flex 1 had communication issues. During the failure analysis, the flex 1 fiber cable was connected to a system. After this, the system started in normal mode with no errors. The system was left on idle for one hour and no errors were triggered. As a result, the fiber cable would be replaced as a precaution.